Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). Technical services (ts) performed a data analysis and found that the device power was elevated due to fast atrial sensing. Ts reviewed the results with the health care professional (hcp) and stated that turning the atrial sensing off could conserve power consumption, however, the hcp noted that the physician did not want to turn atrial sensing off. Thus, ts discussed different programming options with hcp. Additional information was received that suggested this pacemaker was found to be in safety mode. Technical services recommended device replacement. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported. The device is expected to be returned for device analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings. Additionally, a longevity calculation was completed, and it was confirmed that the device did not meet longevity expectations. Device memory was reviewed, and it was confirmed that the device was in ddd mode at the time the replacement indicator was declared. It was also noted that the device sensed in the atrial chamber while implanted with prolonged high atrial rates. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). Technical services (ts) performed a data analysis and found that the device power was elevated due to fast atrial sensing. Ts reviewed the results with the health care professional (hcp) and stated that turning the atrial sensing off could conserve power consumption, however, the hcp noted that the physician did not want to turn atrial sensing off. Thus, ts discussed different programming options with hcp. Additional information was received that suggested this pacemaker was found to be in safety mode. Technical services recommended device replacement. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported. The device is expected to be returned for device analysis.